Event description:
It was reported that on (B)(6) 2022 the patient was brought into hospital because of bleeding wound. The decision was made to revise the device. The device was explanted and replaced. The lead was also explanted and replaced. The patient was stable. Related manufacturer reference number: 3006705815-2022-18697.